Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: (B)(4), inc informed cook on (B)(6) 2019 of an incident involving a wayne pneumothorax tray [rpn: c-utpty-1400-wayne-112497-imh] from lot number 10055716. On (B)(6) 2019 the wire frayed and there was difficulty removing the wire guide. The wire was retrieved with all visible fragments. No unintended section of the device remained inside the patient and the procedure was completed with a second device. Additional information was provided that the user withdrew the wire through the needle. Upon removing the wire through the needle is when the wire frayed. A review of the documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control and specifications, as well as a visual inspection of the returned device, was conducted during the investigation. One used and damaged wire guide was returned to cook for evaluation. Visual inspection of the device showed that biomatter was present throughout the device. The wire guide's safety and mandril components were exposed from the elongated coils. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files (dhf) were reviewed and the risks associated with these devices were deemed acceptable when weighed against the benefits. A review of the DHR for the provided complaint device lot (10055716) revealed no recorded non-conformances. However, a review of the dhrs for the sub-assembly lots (ic9918615, ic9972989) found one related non-conformance for mandril profusion in which one device was scrapped. A database search found this to be the only event associated with the reported complaint device lot. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook has also concluded that the device was manufactured to specification based on inspection of the device and its records. Cook also reviewed product labeling. The product¿s instructions for use [IFU], ¿wayne pneumothorax set for seldinger placement", provides the following information to the user related to the reported failure mode: instructions for use: ¿3. Insert the introducer needle through the incision into the pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5. Remove the needle, leaving the wire guide in place.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, evaluation of the returned product, and the results of our investigation, a definitive root cause was traced to an unintended use error by the user. The user reported that the wire guide was withdrawn through the needle. Withdrawing the wire guide through the needle can contribute to the wire guide fraying and unraveling. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: clinical research manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that upon insertion into the left lateral chest (4th intercostal space), the guidewire of a wayne pneumothorax tray frayed, resulting in fragmentation. All fragments were able to be retrieved from the patient. There was difficulty reported in getting the wire out. A new device was required and obtained. It was reported that the "incision was made at the anterior axillary line" and that the device was left in place for a "minimal" period of time. The wire was attempted to be removed through the needle, but then frayed and had to be removed with the needle. It was also reported that "she had to pull out both at the same time. The frayed piece was still attached to the main wire so it all came out together." No additional fragments were visualized. No adverse effects to the patient have been reported. Additional information regarding the patient, device, and event have been requested but are unavailable at the time of this report.